Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported through the submission of a revision implant sheet that the patient's knee was revised. A note on the sheet reports: "surgeon felt the components were well fixed and just wanted to exchange poly to tighten joint space". A 3x19 cs poly was implanted.